Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer experienced a blood glucose (bg) of 48 mg/dl. Customer consumed "2 or 3 bottles" of juice to treat low bg. Reportedly, customer continued to use pump for insulin therapy.